Event description:
It was reported the customer went through the load process and noticed insulin leaking out of the septum. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.